Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The device evaluation found the insulation resistance at the distal end did not meet the standard value due to a chip on the distal end cover, the bending angle in the up direction was out of standard due to wear of the angle wire, the up/down knob could not be locked due to wear of the forceps elevator lever, the objective lens was cracked, the adhesive on the bending section cover had wear, the connecting tube was snaking, the universal cord had a wrinkle, the universal cord showed third party repair, the scope cover was deformed, the mouthpiece was loose, and the image guide protector had a cut. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. Related patient identifiers: (B)(6) were opened to investigate additional positive cultures of the subject device.